Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. The day of the event the cgm was reading 269 mg/dl in the morning and the patient injected an unknown amount of insulin. After 15 minutes the patient started to feel unwell and performed a fingerstick, and the blood glucose was reading 141 mg/dl. The patient went to a clinic to see a doctor around 10am. When the patient was at the clinic, the cgm was reading 130 mg/dl, the blood glucose was 107 mg/dl, and the doctor told her she was okay. Around 11:50am, the patient was driving her car when she started to feel unwell again and stopped at a store to ask for help. At this moment she was not feeling good and felt like she was going to faint, was clammy, and experienced extreme weakness. The people at the store called 911 and gave the patient an orange juice. The cgm was reading at this moment was 152 mg/dl. When the paramedics arrived, they performed a fingerstick and the blood glucose reading 72 mg/d, the patient was given a glucose 15 gel, she received a total of 3 during the time of the event, and while taking this she was being transported to the hospital. During transportation, the cgm was reading 150 mg/dl and blood glucose 46 mg/dl. In the hospital, the patient was given an unspecified intravenous treatment and food, and at an unknown time, the cgm was reading 142 mg/dl and the blood glucose was reading 91 mg/dl. The patient stayed in the hospital a few more hours to rest and was discharged around 6:30pm on the same day. When the patient got home, she went to bed because of a headache. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a, b, c and d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.h6 codes: health effect - clinical code - appropriate term / code not available FDA code: 4581 will be replaced with code 4581, e2402 selected as there is no code available for "being clammy".